Event description:
The device was used during an unspecified procedure on a dog. Reportedly, the suture knot was loose and the dog had an allergic reaction. The surgeon has reported no injury occurred.